Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead and device displayed pacing impedances greater than 2000 ohms. All other lead diagnostics were normal. The system will continue to be monitored. There were no adverse patient effects reported. The system remains in service.

Event description:
Subsequent information was provided that indicated the impedance continued to be out of range. The system displayed oversensing after triggering a lead safety switch. The system will continue to be monitored.